Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reported that pump started beeping after being powered down after transport. Could not duplicate problem. After reviewing the logs it appears the pump ran until the batteries died and the pump then sounded the alarm daughter board alarm. Found broken monitor coiled cord clamp. Replaced cable tie, 5/16 nylon p-clip (d125-00-0028) and screw kit (d040-00-0458-02). Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported that after use, the cardiosave intra-aortic balloon pump (iabp) emitted a loud high-pitched beep. The customer stated that after powering down the console, which was no longer in use, the sound began, and they were unable to silence it or reboot the console. Troubleshooting assistance was provided but was unsuccessful. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site city - (B)(6). A supplemental report will be submitted once additional information has been obtained.